Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the disassociation was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported that a patient with an eleos total femur replacement underwent revision surgery on (B)(6) 2026 due to a disassociation of a microport bipolar head from an onkos femoral head. Reported that the surgeon revised putting a cup and constrained liner this report captures the eleos femoral head. This event will be reported as a serious injury due to the revision surgery.